Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 5 and a cartridge alarm 6 occurred during an attempt to load a cartridge. Reportedly, the customer was attempting to change the cartridge outside the proper load sequence. The customer's blood glucose level was 203 mg/dl. During troubleshooting with tandem technical support, the customer was able to successfully load a new cartridge and resume insulin delivery.